Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the compact air drive device was losing pressure. During service and evaluation, it was found that the handpiece was in bad condition. It was noted that the motor seized, jammed, and was heavy moving. It was also noted that the shaft, gear and push buttons on the back of the device were worn. It was noted that the device failed pre-repair diagnostic tests for general condition, reverse locking mechanism assessment, and function of the soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.